Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomenon occurred because the video connector pins were bent. However, could not identify the cause of the defect. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of flashing light was confirmed due to bent video connector pin. The device evaluation also found a cracked front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the video system center is plugged in with the otv-s7h-1n camera head, the light flashes and looks like a strobe. The issue does not occur with the flexible video scope. The issue was found during preparation for use. Inspection and testing of the returned device found that the light was flashing due to a bent video connector pin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.